Event description:
Related manufacturer report number: 1627487-2022-06541, 1627487-2022-06542. It was reported that the patient's new right s3 lead had migrated. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-06543. Additional information received indicates that the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was replaced post-operatively.